Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing and the device was in good physical condition. The event log was reviewed and revealed error messages. Upon function testing the reported problem was duplicated as the downstream occlusion sensor failed to calibrate immediately. Upon removal of the downstream occlusion sensor seal a mild form of fluid contamination was identified which appears to be from a cleaning agent used to clean the seal. The contamination extended into the cavity of the bezel and likely seized up the sensor. Therefore the root cause was improper cleaning of the device by the user. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4.

Manufacturer narrative:
Additional information received on 26july2022 via email and attached to complaint object: all issues with this device were found during testing and repair at our facility. No patient involvement. Event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.